Manufacturer narrative:
The patient received spaceoar and ldr brachytherapy on (B)(6) 2017. The spaceoar gel appears to be in the expected perirectal space. The patient completed external beam treatment on (B)(6) 2018. In (B)(6) 2018, the patient reported mild pain and drainage from the perineum, the patient was treated with antibiotics, but no improvement was noted. Infection has not been confirmed at this time. Review of the device history records for lots shipped to this site indicate that the device were manufactured to specification. All sterilization requirements were met.

Event description:
It was reported that the patient has purulent drainage from his perineum. The patient was treated for infection,however infection has not been confirmed at this time.